Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "little gap on the left breast," "fluid build up." Also reported "anaphylactic shock," "decreased immunity," "tightening of airways and swelling of the eyes" and "black coloured hives" which were determined not to be device-related. Device remains implanted.